Event description:
The customer reported a high blood glucose level of 460 mg/dl with no known cause. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect the infusion site and tubing, where air bubbles were found in the tubing. The customer was advised on how to remove the air using the fill tubing feature and acknowledged the importance of ensuring no air bubbles remain to prevent issues with insulin delivery. The customer was also reminded to replace supplies as necessary and continue with insulin therapy.